Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use (eifu) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged or dislodge during retraction back into the guiding catheter. It is unknown if the IFU deviation directly caused or contributed to the reported event. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the proximal right coronary artery (prca) with heavy calcification and heavy tortuosity. Pre-dilatation was performed and the 4.00x12mm xience skypoint stent delivery system (sds) was attempted to be advanced to the target lesion; however, could not cross the lesion due to the anatomy. Despite the sds being removed for additional dilatation and reattempted to reach the target lesion, the sds still could not reach due to anatomy. Therefore, the sds was removed and resistance was noted during removal due to anatomy. There was no adverse patient effect or no reported clinically significant delay in the procedure. A non-abbott stent was implanted to treat the target lesion. No additional information was provided.